Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple altitude alarm occurred and the pump was not outside the labeled altitude operating range. The customer's blood glucose was 620 mg/dl. Customer delivered a correction bolus via manual injections. In addition, it was reported that multiple occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.